Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited an abnormally high cycle count. The high cycle count can be attributed to a communication error. Additionally, the battery was found to be out of calibration, most likely due to a patient usage behavior that tends to exchange and recharge this battery well above of the 25% relative state of charge level. Review of the log files reveals that battery ((B)(4)) was connected to controller (B)(4) during several "critical battery" alarms. Log files reveals that this controller ((B)(4)) had not been smr updated; hence, these alarms were most likely due to communication anomalies between battery and controller. The manufacturer is currently investigating the anomalies in communication between batteries and controller. The most likely root cause of the reported event can be attributed to the battery being out of calibration, most likely due to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from singapore that a patient had log files collected. Abnormal cycle count was reported by logfile after scheduled clinic follow up. Three critical battery alarms were logged and 4500 battery count noted in logfile. Additionally, 1 power disconnect alarm was logged on (B)(6) 2016 at 16:54:44. No vad stop noted. No consequence to the patient was noted. It was suggested the site to remove the battery and return. The patient was provided a replacement. No additional information is available at this time.